Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) required new pressure cable. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found blood pressure transducer cable had bent pins. The fse replaced the blood pressure transduce cable and performed performance, calibration and electrical safety checks. All test passed and unit was returned to service. The failure analysis and testing dept. Received cable assembly, blood pressure transducer with a reported unit failure of a broken pin. The failure analysis and testing dept. Performed a visual inspection and observed a broken pin in the connector. The fat dept. Verified the broken pin. Retained the cable in the fat dept. Per procedure. The most probable root cause for the reported is excessive stress or fatigue.